Manufacturer narrative:
Updated data: a. Patient information d9. E. Initial reporter h6. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, the reported event for protrusion on the capsule could be confirmed through the analysis. The dcs was received without a valve loaded within the capsule. Visual analysis showed one nitinol crown protruding from the capsule tip. The device was received with the handle and capsule partially opened. The device shaft appeared curved. Delamination was evident and a minor curve was noted on the capsule. The handle retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation was observed to the remainder of the device. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the delivery catheter system (dcs), a protrusion of nitinol was observed. Subsequently, a new dcs was opened and used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the delivery catheter system (dcs), a protrusion of nitinol was observed. Subsequently, a new dcs was opened and used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the delivery catheter system (dcs), a protrusion of nitinol was observed. Subsequently, a new dcs was opened and used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that the protrusion of nitinol was observed right out of the box. The device was handled follow the procedure during the return shipping process.